Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and poor sensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events of high capture thresholds and low sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.